Event description:
It was reported that a clearlink system non-dehp secondary medication set had no flow while in use with a non-baxter pump. The issue was further described as, "glass vials including tylenol 400ml/hr, albumin 100ml/hour, are not flowing through tubing correctly, even with vent open. Multiple medications are not flowing when programed and set up correctly". This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in august 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.